Event description:
During PICC line insertion using a safety universal microinducer kit the dark grey sheath "puckers up" in the front and rn was unable to insert the introducer. This has happened twice and both times opened another kit and was able to introduce the second introducer without problems.